Event description:
It was reported that early during a laparoscopic assisted distal gastrectomy procedure, the blade was broken off the device. The broken piece was retrieved. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.